Manufacturer narrative:
Investigation results: one photo and two samples were received by our quality team for evaluation. Upon inspection, it was observed that the stopper is deformed; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the possible root cause could be traced to manufacturing. During the assembly stage, the components (plunger with stopper and barrel) may not have aligned correctly, causing the assembly to be forced and resulting in a defect similar to the one reported by the customer. An action plan has been put in place as a result of this report. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 stopper was defective/damaged. The following information was provided by the initial reporter: material #303310 lot #5105886 it was reported by customer that had black plunger abnormality. Verbatim: rcc received a complaint via email. On (B)(6) 2025, one x bd 20 ml syringe luer-lok tip (ref 303310), (lot 5105886, exp 2030-04-30) had black plunger abnormality.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.